Event description:
Customer reported a malfunction alarm with the code malf 12, with no notable events occurring prior. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on the customer's blood glucose level. Technical support guided the customer through resetting the pump, which resolved the malfunction without recurrence; the customer was advised to report any subsequent issues.